Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to a hole in heat shrink insulation over the pulse wire solder connections in the distribution node, which caused the incoming testing failure. The cause for the heat shrink hole was unable to be positively identified. The hole in the heat shrink did not cause or contribute to the patient's death. Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device manufacturer date: monitor: 04/17/2013, electrode belt: 10/24/2014.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020 at approximately 12:00pm, while wearing the lifevest. The patient was in the hospital prior to passing. It was reported that the patient's passing was cardiac related. It was also reported that the patient experienced an appropriate treatment event consisting of 8 shocks. At 07:30:36, the patient was treated appropriately. Three of the treatment events (two, three, and four) were unable to convert the treatable arrythmias. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) and the post-shock rhythm was a sinus rhythm at 80 bpm. The patient experienced a second appropriate treatment at 10:20:05. The patient's rhythm at the time of the treatment was ventricular tachycardia at 270 bpm but the treatment was unable to convert the arrhythmia and the post-shock rhythm was an induced vf. Appropriate treatments three, four, and five occurred at 10:20:30, 10:21:04, and 10:21:37. The patient's rhythm at the time of treatments three, four, and five, was vf. The post shock rhythm for treatment three was vt at 270 bpm, treatment four was a sinus beat which degraded to vf, and treatment five was a sinus pause for approximately 16.41 seconds, which then transitioned to bradycardia at 45 bpm. There was response button use at 10:51:28 but it is unclear who was pressing the response buttons. Appropriate treatments six, seven, and eight occurred at 10:53:05, 10:53:38, and 10:54:10 while the patient's rhythm was vf with motion/tactile artifact. The patient's post shock rhythm for treatment six was an idioventricular rhythm at 15 bpm with motion/tactile artifact transitions to vf. The patient's post-shock rhythm is under 20 bpm and considered not life-sustaining. The patient's post shock rhythm for treatment seven was an idioventricular rhythm at 40 bpm with motion/tactile artifact. The patient's post-shock rhythm for treatment eight was an idioventricular rhythm at 50 bpm with motion artifact. The patient was in an idioventricular rhythm at 60 bpm transitioning to sinus tachycardia at 100 bpm with pvc's from approximately 10:54:16 until the device shutdown at 11:18:39 on (B)(6) 2020.